Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) a full lead was returned and analyzed. No anomalies were found.

Event description:
It was reported that at implant the lead had to be repositioned and that the lead's passive fixation could not get acceptable sensing and thresholds. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.